Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Inspection revealed that the button symbols are worn. Evaluation confirmed that the ok keypad button is intermittently responsive. Scrolling was not observed during testing. During investigation, it was noted that none of the keypad buttons have normal spring back, and the ok button contact was found to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok keypad button became intermittently unresponsive last week. She noted that the ok button had a delayed response, and stated that when it does respond, the pump scrolls through various screens.